Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose (bg) level due to the malfunction. It was indicated that the customer has a backup pump that will be used until the replacement arrived. Additionally, the customer reported an elevated bg level of 400 mg/dl. It was indicated the customer forgot to bolus after eating a donut. The customer stated a correction bolus with the backup pump will be administered to address high bg level.

Manufacturer narrative:
.